Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an issue where no insulin drops were observed at the end of the tubing during the fill tubing step resulting in high blood glucose which was managed with a correction bolus via pump on (B)(6) 2026.